Manufacturer narrative:
The account installed the missing screw locks to repair the bed.

Event description:
The account alleged that the communication cable wasn't staying connected to the bed due to one of the screws missing from the cable assembly. The cable coming loose would not allow a nurse call signal to be sent.